Manufacturer narrative:
(B)(4). As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a radiation sterilized extension set triggered an occlusion alarm on the medication pump. During an infusion of propofol (mics/kg/min not reported) on a medication pump, the set was building up pressure and cause an occlusion alarm to trigger on the pump. The propofol would then have to be injected manually. There was no patient injury or medical intervention associated with this event. No additional information is available.